Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited intermittent noise oversensing resulting in inappropriate mode switch episodes and atrial pacing inhibition. Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.